Event description:
We received a report that during the implantation of a tecnis za9003 22.0 diopter intraocular lens (iol), the surgeon was ''unable to place it safely''. There was no incision enlargement and no patient injury reported. In follow up received (B)(6) 2015 it was learned that the patient required a vitrectomy. Unplanned sutures were required to close the wound and the patient went home aphakic. The patient was not referred to a retinal specialist. There were no quality issues with the intraocular lens reported.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to the manufacturer. The sample was inspected at 10x microscope magnification. The visual inspection revealed that one haptic of the lens was broken and was not returned. Also, the visual inspection revealed many stains and some surface residuals on the lens that could be compatible with handling the lens non-sterile environment. Based on investigation results the probable cause of the conditions of the lens could be related to handling technique during the removal process. There is no indication that is a manufacturing related complaint. Manufacturing records were reviewed. All process operations documented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass disposition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. All pertinent information available to the manufacturer has been submitted. Placeholder.